Event description:
Reporter called lfs alleging fasttake meter would not power on. The call was documented. Customer had symptoms of nausea and dizziness and was taken to the hosp. A result of 24 mg/dl was documented, source is unk. Customer was treated with orange juice and something sweet in the hosp.